Event description:
Reported from customer, "overinfusion of dilaudid from a syringe. Unsure if pump error or nursing error. Requests curlin rep to come to facility to download pump history log. Pt was found unresponsive and coded. Narcan administered with CPR. Pt is okay at this time." A review of the pt history confirmed user error when programming. The pt did fully recover, however. Curlin's rep paid a visit and spoke with the clinical nurse specialist and their nurse managers. Cns will provide training including a skills lab and quiz. Trainers will be retrained. The curlin rep went and assisted them in downloading the cms gold software and obtaining the pt history. Director of risk management emailed the pt history to connie burns who determined that the overinfusion was due to an error in programming. The user programmed a continuous basal rate where previously there was no basal rate ordered.

Manufacturer narrative:
Actual pump from event was evaluated. Volume tests performed on pump with 3 different sets for 10 ml at 125 ml/h delivered: 9.963, 9.846, and 9.915 ml which average at -0.9%, within spec (+/- 5%) and pump also passed 40 psi back pressure tests. Results - the pump performed to specification. Conclusions - unable to confirm problem with "over infusion". "The user programmed a continuous basal rate where previously there was no basal rate ordered."